Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product and "poss. Rupture/contracture". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, underweight, opening extended on posterior and white particles in the shell. A visual and microscopic analysis was performed which identified: striated broken on posterior and missing shell. Base on the device analysis the final assessment is: a striated broken on posterior assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants due to the patient's concern with the product and "poss. Rupture/contracture".

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product and "poss. Rupture/contracture". Device has been explanted.